Manufacturer narrative:
Customer site complained of unintended discharges of energy coming from the device's handpiece without foot switch being pressed. Device was examined and technician was not able to replicate issues. Both output shutter and footswitch were changed as a precaution. There was no patient injury involved in this incident. Technician confirmed device is working within specification. This event is an aro (accidental radiation occurrence) because of the alleged complaint of unintended discharge of laser energy.

Event description:
The device's handpiece discharged unintended energy.